Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker experienced shortness of breath (sob) and dizziness upon exertion. The signal artifact monitor (sam) had been previously disabled, and minute ventilation (mv) was reactivated. Technical services (ts) observed noise on both leads, indicative of electromagnetic interference (emi). The pacemaker stored atrial tachy response (atr) episodes due to the oversensing of this noise. The patient is pacemaker dependent. Ts has considered turning on the non-sustained ventricular tachycardia (nsvt) alert and are exploring further follow-up to identify potential emi sources. Additional information was received some years later mentioning that the system with the pacemaker and non bsc right atrial (ra) and right ventricular (rv) leads have continued showing noise over sensing with more than two seconds of asystole. Various programming and procedural recommendations were delivered for this pacemaker system that remains in service. Further additional information has been received mentioning that the origin for the noise appears to be a lead on lead interaction with the non bsc leads. At this time the whole system has been explanted a surgical intervention as the patient is pacing dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker experienced shortness of breath (sob) and dizziness upon exertion. The signal artifact monitor (sam) had been previously disabled, and minute ventilation (mv) was reactivated. Technical services (ts) observed noise on both leads, indicative of electromagnetic interference (emi). The pacemaker stored atrial tachy response (atr) episodes due to the oversensing of this noise. The patient is pacemaker dependent. Ts has considered turning on the non-sustained ventricular tachycardia (nsvt) alert and are exploring further follow-up to identify potential emi sources. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker experienced shortness of breath (sob) and dizziness upon exertion. The signal artifact monitor (sam) had been previously disabled, and minute ventilation (mv) was reactivated. Technical services (ts) observed noise on both leads, indicative of electromagnetic interference (emi). The pacemaker stored atrial tachy response (atr) episodes due to the oversensing of this noise. The patient is pacemaker dependent. Ts has considered turning on the non-sustained ventricular tachycardia (nsvt) alert and are exploring further follow-up to identify potential emi sources. Additional information was received some years later mentioning that the system with the pacemaker and non bsc right atrial (ra) and right ventricular (rv) leads have continued showing noise over sensing with more than two seconds of asystole. Various programming and procedural recommendations were delivered for this pacemaker system that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker experienced shortness of breath (sob) and dizziness upon exertion. The signal artifact monitor (sam) had been previously disabled, and minute ventilation (mv) was reactivated. Technical services (ts) observed noise on both leads, indicative of electromagnetic interference (emi). The pacemaker stored atrial tachy response (atr) episodes due to the oversensing of this noise. The patient is pacemaker dependent. Ts has considered turning on the non-sustained ventricular tachycardia (nsvt) alert and are exploring further follow-up to identify potential emi sources. Additional information was received some years later mentioning that the system with the pacemaker and non bsc right atrial (ra) and right ventricular (rv) leads have continued showing noise over sensing with more than two seconds of asystole. Various programming and procedural recommendations were delivered for this pacemaker system that remains in service. Further additional information has been received mentioning that the origin for the noise appears to be a lead on lead interaction with the non bsc leads. At this time the whole system has been explanted a surgical intervention as the patient is pacing dependent and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.